Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. A syringe needle change was performed resolving the issue. It was also reported that multiple cartridges did not fit onto the pump. A cartridge change was performed resolving the issue. Customer's blood glucose level was 124 mg/dl.